Event description:
It was reported that during generator change out, it was noticed that the right atrial (ra) lead was exhibiting high out of range impedance measurements of 2500 ohms and had loss of capture at high capture outputs. Sensing was functioning appropriately, and the physician decided to leave the lead implanted. This ra lead remains in service. No adverse patient effects were reported.